Event description:
It was reported that the patient experienced premature infusion set tape separation due to adhesive failure on (B)(6) 2026.

Manufacturer narrative:
Name medtronic minimed. Entity ID sp000133. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.